Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the objective lens adhesive and residual fluid was coming out the distal end could not be identified and a definitive root cause of the issues could not be determined, as there was no deformation observed that might result in the retention of foreign material and no facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bowden cables must be tightened on the duodenovideoscope. The issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the adhesive around charged coupled device lens had foreign objects and the distal end was corroded. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was confirmed. Due to wear of angle wire, the play of up/down knob was out of the standard value. Additionally, the evaluation found the following findings: air water cylinder had discoloration; due to data error of scope ID, e217 (scope error) occurred; plug unit had corrosion due to water leakage; cable unit had corrosion due to water leakage; distal end was shaved; and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.